Manufacturer narrative:
Case (B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the episense device was not reported or able to be subsequently ascertained.

Event description:
It was reported on (B)(6) 2019 that a patient underwent surgical ablation and a left atrial appendage management procedure. Case appeared to go as planned, ablations completed with the episense device and the patient¿s appendage was managed with a prov50. It was believed, the patient had a stroke during the procedure due to the patient¿s non-responsiveness and verbal issues when waking up from the surgery. A CT was obtained, the result confirmed patient had a cerebral infarct. The patient was not provided thrombolytic therapy. It was also noted, that the patient had apparently stopped their anticoagulation therapy five days prior to the procedure despite preference of 72 hours. On (B)(6) 2019 update included, patient had improvement in aphasia and was discharged to outpatient therapy. There was no reported device malfunction. It was a procedural complication.